Event description:
It was reported that the right ventricular lead was capped and replaced to resolve the event and the patient was stable following the procedure. There were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise leading to oversensing were observed on the right ventricular (rv) lead. The patient was stable and will continue to be monitored; there were no adverse consequences.